Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the fitting was leaking on the top cap of the sieve bed , causing the unit to have low purity, which confirmed the original complaint issue of low purity. The evaluation found the alarms to be working so the issue of no alarm was not confirmed.

Event description:
Dealer stated o2 level was below 60% and the unit alarms did not function.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated o2 level was below 60% and the unit alarms did not function.